Event description:
It was reported that an error message, "cassette not properly secured. Remove cassette" appeared when trying to install the cassette. During investigation found the defective dso sensor. This malfunction makes the event reportable. There was no reported patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that an error message, "cassette not properly secured. Remove cassette" appeared when trying to install the cassette. During investigation found the defective dso sensor. This malfunction makes the event reportable. Review of event log/alarm history was performed. During service history review identified this device has not been in for service previously. The visual and functional testing was performed. The reported problem was confirmed, and the probable cause of the reported problem was defective dso (downstream) sensor. The dso sensor was replaced. All functional test of the device passed after repaired.